Event description:
It was reported by dealer that the bed rail cross brace broke at the weld where the rail goes into the cross brace. Patient has had the rails for over a year and no injury reported. Dealer did not have any more information.